Event description:
During a coronary drug eluting stenting treatment procedure, tracking difficulties were encountered. The physician was attempting to advance the taxus expess2 8.8% 3.00 x 16 mm drug eluting stent over a luge guide wire but was unable to do so. The procedure was completed with another of the same device. No pt injuries or complications were reported. Same case as MFR's #: 6000093-2004-01098.